Manufacturer narrative:
Corrected data: d4- unique identifier (UDI) #: (B)(4). Additional data: b5- the reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of diopter -7.50 was implanted upside down into the patient's right eye (od) on (B)(6)2022. There was no patient injury. The lens was implanted; removed; and replaced intraoperatively with the same model/length lens and the problem was resolved. The status of the eye was reported as "all fine" and "patient is happy". The cause of the event is unknown. Claim# (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, during the same surgery due to the lens was implanted upside down in the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).